Event description:
It was reported to physio-control that the customer¿s device was used on a patient with symptomatic ventricular tachycardia (vt). The device allegedly did not recognize the patient's rhythm as vt and did not advise a defibrillation shock to be administered. There was patient use associated with the reported event however, there was no negative outcome for the patient reported.

Manufacturer narrative:
(B)(4): physio-control evaluated the device but could not verify the reported failure. After the event, the customer tested the device, which caused the electronic patient record from the reported event to be overwritten. The electronic patient record from the reported event was therefore not available for evaluation. Proper device operation was observed through functional and performance testing. Following evaluation, the device was returned to the customer for use. A cause of the reported failure could not be determined.